Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Bg level was addressed by administering glucagon and paramedics were called. Customer was transported to the emergency room (ER) via paramedics. Customer was treated with intravenous fluids of saline while in the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. During a pump system check with tandem technical support (tts) it was discovered that the customer had been using admelog insulin within the pump supplies. Tandem technical support educated the customer that admelog insulin is off label per the user guide. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.